Event description:
It was reported to philips that the system did not startup, stalling at 00:00. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and found that the sequencing function of the cathlab application could retrieve an ip address. The user interface (ui) modules were not identified and there was no communication between serial interface box (sib) and host pc, resulting in the application not booting. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the system logs was performed. Troubleshooting determined that the cause of the issue was a malfunction of the host pc. The fse replaced the host pc. After the host pc was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.